Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll manufacturing corporation for evaluation. A review of the download data on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. There is no evidence of a device malfunction.

Event description:
Zoll manufacturing corporation was notified on 2017-12-11 that a patient had passed away while wearing the lifevest. The patient was found unconscious in his daughter's apartment. The patient's daughter reported that when she removed the lifevest from the patient, gel had deployed from all therapy electrodes. The ambulance was called and CPR was performed unsuccessfully on the patient. Initial evaluation of the event was based on the review of the device downloaded flag files and the associated automatically recorded ECG strips. The data indicated that the lifevest was last started on (B)(6) 2017 at 07:41:04. On (B)(6) 2017 at 08:15:39 the lifevest detected an arrhythmia. The ECG strips show that the patient was in vt between 180 and 190 bpm. At 08:16:04 the lifevest declared a non-treatable rhythm. The patient was not treated during the run of vt because the patient's rate dropped below the patient's prescribed vt threshold of 180 bpm. At 08:17:14 the lifevest detected an arrhythmia. The ECG strips show that the patient was in vt at 190 bpm with morphology change. Gel was released and the patient was appropriately treated while in vf at 08:17:50. The post-shock rhythm was asystole with intermittent cardiac activity (severe bradycardia at 20 bpm). The lifevest detected an arrhythmia at 08:18:30. The ECG strips show that the patient was in asystole with the return of spontaneous cardiac activity. The ECG strips recorded at 08:25:11, 08:27:22, and 08:28:13 show CPR artifact, which is consistent with reports of CPR by emergency medical professionals. Monitoring continued until the electrode belt was disconnected at 08:29:43. Subsequent monitoring of the patient was not possible after the electrode belt was disconnected. A physician, dr. (B)(6), reported that while he believed the lifevest worked as intended, that the implanted pacemaker, a biotronik evia sr-t, did not work after the pulse delivery. The operator's manual warns operators to "always use appropriate caution when prescribing a lifevest device to a patient who is dependent on a pacemaker. All patients who have pacemakers should be examined for proper pacemaker function after a defibrillation." The biotronik evia manual clearly states that "external defibrillation may damage the pulse generator. Attempt to minimize current flowing through the pulse generator and lead system by following the precautions." Zoll can neither confirm nor refute the physician's allegation that the pacemaker was non-functional after the defibrillation shock was delivered.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor displayed a service code 204 (belt/monitor unusable) at power up. Upon investigation, the monitor had extensive contamination throughout. Contamination was found on components d604, d605, j600, y401, and u607 on the c/a board. The root cause of the contamination was ingress of an unknown contaminant. As received, the electrode belt failed an ECG fall-off test. Upon investigation, the electrode belt's p703 connector was contaminated, preventing proper conductivity between the cable connecting ECG a, ECG b, and the front therapy electrode to the distribution node (dn). Contamination was also found on the j703 connector on the dn pca. The root cause of the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. The device malfunctions did not cause or contribute to the patient's death, as the equipment was fully functional and able to detect the patient's rhythm and deliver a defibrillation shock while in the field.

Event description:
Additional information 01/29/2018: following the shock, return of spontaneous cardiac activity was achieved and the patient remained in a life-sustaining rhythm of 20 bpm or higher until the electrode belt was disconnected. Review of the continuous ECG recording indicates that pacemaker spikes were present after the lifevest defibrillation shock occurred. Zoll manufacturing corporation was notified on (B)(6) 2017 that a patient had passed away while wearing the lifevest. The patient was found unconscious in his daughter's apartment. The patient's daughter reported that when she removed the lifevest from the patient, gel had deployed from all therapy electrodes. The ambulance was called and CPR was performed unsuccessfully on the patient. Initial evaluation of the event was based on the review of the device downloaded flag files and the associated automatically recorded ECG strips. The data indicated that the lifevest was last started on (B)(6) 2017 at 07:41:04. On (B)(4) 2017 at 08:15:39 the lifevest detected an arrhythmia. The ECG strips show that the patient was in vt between 180 and 190 bpm. At 08:16:04 the lifevest declared a non-treatable rhythm. The patient was not treated during the run of vt because the patient's rate dropped below the patient's prescribed vt threshold of 180 bpm. At 08:17:14 the lifevest detected an arrhythmia. The ECG strips show that the patient was in vt at 190 bpm with morphology change. Gel was released and the patient was appropriately treated while in vf at 08:17:50. The post-shock rhythm was asystole with intermittent cardiac activity (severe bradycardia at 20 bpm). The lifevest detected an arrhythmia at 08:18:30. The ECG strips show that the patient was in asystole with the return of spontaneous cardiac activity. The ECG strips recorded at 08:25:11, 08:27:22, and 08:28:13 show CPR artifact, which is consistent with reports of CPR by emergency medical professionals. Monitoring continued until the electrode belt was disconnected at 08:29:43. Subsequent monitoring of the patient was not possible after the electrode belt was disconnected. A physician, dr. (B)(6), reported that while he believed the lifevest worked as intended, that the implanted pacemaker, a biotronik evia sr-t, did not work after the pulse delivery. The operator's manual warns operators to "always use appropriate caution when prescribing a lifevest device to a patient who is dependent on a pacemaker. All patients who have pacemakers should be examined for proper pacemaker function after a defibrillation." The biotronik evia manual clearly states that "external defibrillation may damage the pulse generator. Attempt to minimize current flowing through the pulse generator and lead system by following the precautions." Zoll can neither confirm nor refute the physician's allegation that the pacemaker was non-functional after the defibrillation shock was delivered.